Event description:
Treatment of an avm (arteriovenous malformation). During the onyx injection, it was reported that the physician was not able to see the onyx through the dead space of the catheter, but only after it was coming out of the catheter. The catheter eventually ruptured as the physician decided to continue injecting the onyx through the catheter. Since access was moved to a different location to continue the embolization during the procedure, the avm was not completely embolized. No injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2013-00406.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 3.6cm from the distal tip. The catheter appears to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter or an undetected kink, resulting in pressures exceeding the limits of the catheter. Catheter rupture. (B)(4).